Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insufflation of the balloon on a laparoscopic total extraperitoneal procedure, the trocar broke. It was stated that it was not possible to insufflate because of gas leakage. Another device was used. There was no patient injury.